Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that difficulty was encountered with placing this right ventricular (rv) lead in the rv apex with acceptable sensing and threshold measurements. The lead was successfully placed in the high septum. Subsequently, poor sensing and high thresholds were observed. An invasive procedure was performed. Difficulty was again encountered with locating an optimal position, however, the lead was successfully placed in the mid/high septum with acceptable measurements. No additional adverse patient effects were reported. This product remains implanted and in service.